Manufacturer narrative:
Device alarmed no motor movement or negligible during the rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to no motor movement or negligible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a pump error. The customer¿s blood glucose was 233 mg/dl. Customer was able to clear the alarm but was not able to complete the rewind process. Customer confirmed that pump was not exposed to any magnet field. Customer was advised to stop using the pump and revert to backup plan. The insulin pump will be returned for analysis.